Event description:
Boston scientific received information that a clinic called boston scientific technical services (ts) stating they were unable to interrogate this device. A magnet was placed over the device and it did emit tones. Efforts to obtain additional information has been unsuccessful. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.